Manufacturer narrative:
Lead: model 3093-33, lot# v015286, implanted: 2007 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a violent fall on her device in (B)(6) 2011 that resulted in a broken back. The patient's stimulator had not been checked since the incident. Additional information received reported that the patient had an appointment to have the device checked. Additional information has been requested, but was not available as of the date of this report.